Manufacturer narrative:
(B)(4). Customer will not return the product;customer has not indicated any concern regarding use or performance of the product. Most likely underlying root cause of malfunction:user has high glucose value.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-180mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been properly stored and were first opened 1/5/2016. Reviewed meter memory: (B)(6). The customer is concerned about the result of hi on (B)(6) 2016 at 8:46 pm. The customer originally called for assistance with training on the lancing device and performing a blood test. While assisting the customer with performing a blood test the first result was: hi and I explained to the customer that hi means that the result is reading above 600 mg/dl. The customer wanted to perform a second blood test and the result was 471 mg/dl. The customer stated that she finished eating less than hour prior to performing the blood tests. The customer stated that she was recently diagnosed with diabetes and the doctor is currently helping her gain control over her diabetes.